Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the anterior side and underweight device. A visual and microscopic analysis were performed which identified a sharp opening on the radius side, stress marks, and a smooth opening on the anterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp pattern on radius of opening device assessed as a surgical impact opening, and a smooth opening on the anterior side assessed as a smooth opening.

Event description:
Patient reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture. Device remains implanted.

Event description:
Device has been explanted.